Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be telemetered despite the use of two separate programmers. It was further reported that the ICD would not respond to a magnet.